Manufacturer narrative:
Qn#: (B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance unraveled.

Event description:
It was reported that the doctor alleges that the wire guide got stuck in the needle while catheterizing. The doctor could not pull it out. Clinical consequences: device was removed, and new set opened and used successfully. No patient injury.

Event description:
It was reported that the doctor alleges that the wire guide got stuck in the needle while catheterizing. The doctor could not pull it out. Clinical consequences: device was removed , and new set opened and used successfully. No patient injury.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) assembly inserted into an introducer needle and lidstock for evaluation. Both components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire was unraveled from the distal weld. The core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. The returned introducer needle shows evidence of use but no obvious defects or anomalies. The length of the core wire measured 601mm which is within specifications of 596-604mm per swg product drawing. The outer diameter of the returned guide wire measured to be 0.611mm which is within specifications of 0.610-0.635mm per swg product drawing. The inner diameter of the introducer needle cannula measured 0.027" which is within specifications of 0.0270-0.0285" per introducer needle product drawing. The undamaged parts of the returned swg were passed through the returned introducer needle with minimal resistance. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report of an unraveled guide wire was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire and introducer needle met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.00 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 1.1 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.